Event description:
It was reported that following the completion of an ablation procedure with an intellamap orion catheter, after the catheter was removed from the patient, it was noted that the splines were broken (fractured). The catheter was removed with the basket closed through the sheath without issue. No issues with mapping occurred during the procedure. No patient complications were reported. The device has been returned to boston scientific for analysis.

Manufacturer narrative:
The intellamap orion high resolution mapping catheter was returned to boston scientific for analysis. Visual inspection noted that three splines were detached at the adhesive spots of the proximal ring. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following the completion of an ablation procedure with an intellamap orion catheter, after the catheter was removed from the patient, it was noted that the splines were broken (fractured). The catheter was removed with the basket closed through the sheath without issue. No issues with mapping occurred during the procedure. No patient complications were reported. The device is expected to be returned for analysis.